Event description:
It was reported that egms revealed noise on the atrial lead. The noise appeared to be myopotential signals due to a possible insulation break. The noise was reproduced when the patient waved his left arm.